Manufacturer narrative:
Additional FDA product codes include: kra, catheter, continuous flush. Dqe, catheter, oximeter, fiberoptic. Dqo, catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz catheter, when drawing blood from the pa distal lumen, the catheter aspirated air. The catheter was removed from the patient without replacement as blood sampling was performed before the catheter removal. There was no allegation of patient injury.